Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v477185, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen last year in 2014, but then lost their patient programmer in a move. The patient had a return of symptoms in (B)(6) 2014. This was due to a sudden change in therapy. The patient was having more urinary accidents. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The issue was not related to positional movement. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.